Event description:
The patient had been experiencing intermittent epiosdes of withdrawal symptoms in the past. But on event date the patient presented with signs of an overdose. The patient could not be aroused initially, had pinpoint pupils, low heart rate, and low blood pressure. The patient is on a daily dose of baclofen 2000mcg/ml at 1200 mcg/day. The patient has had 3 catheters placed, the last one at the cervical level. On x-ray, it was found to be at the thoracic level. The pump residual volume was checked multiple times, and has always had the correct amount in it. The patient's physician is planning to replace the catheter. A follow up report will be sent when additional information is received.